Event description:
The caller reported a malfunction on the pump, identified by a malfunction code "malf 12." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump, assisted with the reset, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue returned. The customer declined to confirm eligibility for renewal at the time.